Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was 787 mg/dl and ketones were present. The cause was not known. As the customer was in the hospital for another unspecified procedure, the customer was administered insulin drip. Elevated bg was resolved. As the elevated bg had been resolved, tandem technical support was unable to determine a cause of the event.